Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered too much insulin. The customer called tandem technical support for assistance with stopping the bolus delivery. Review of the bolus history by tandem technical support showed that the bolus had been fully delivered. Reportedly, the customer's blood glucose level was 102 mg/dl, and was not adversely impacted by the reported event. Tandem technical support educated the customer on the bolus features of the pump.